Event description:
An endovascular stent was successfulluy deployued at the target lesion site in the pt's proximal right external iliac artery in 5/94 following right common femoral artery and profunda femoris artery endartectomy, superficial femoral artery pach angioplsty and intraoperative retrograde pta of right common iliac artery. Prophylactic cefuroxime was administered at the time of the procedure. In august 1994 the pt went to another hosp with right han cellulitis and generalized fatigue. A right-side abdominal boil was drained. Three blood cultures and right hand wound cultures wer positive for methicillin-sensitive staph aureus. Intravenous cefazolin was given for 5 days and a prescription for 5 days of oral cephalexin was given at discharge. In 10/94, the pt returned to the surgical institution with generalized weakness, weight loss and bilateral lower extremity short-distance claudication. He had received 4 weeks of cephalexin. Two blood cultures grew methicillin-sensitive staph aureus. Intravenous antibiotics were inititated. A CT scan showed thrombosis of the right external iliac artery and common femoral artery. Intraarterial thrombolysis with urolinase was performed. A follow-up arterigram and CT scan showed a 3cm pseudoaneurysm of the right external iliac artery compressing the external iliac vein. Ligation of the right common iliac artery, excision of the right external iliac artery pseudoaneurysm, removal of the endovascular stent and a right axillofemoral bypass were performed. Histopathology of the excised pseudoaneurysm showed acute inflammation and necrosis, but no organisms. The hosp course was complicated by mild transient renal insufficiency and deep vein thrombosis involving the right superficial femoral vein and popliteal vein. Cefazolin and rifampin were continued for 4 weeks post-operatively. At 12 weeks of follow-up the pt was doing well.